Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicate with the server. A technical support specialist (tss) reported that a station was running slowly and failing to boot. The tss noted that the customer had already reseated the solid-state drive connection, allowing the station to start, but patient information remained missing, indicating a possible database issue. The tss coordinated with the technical support center, which identified database corruption and system instability. The tss documented that the solid-state drive and its cable were replaced and the solid-state drive was reimaged to restore normal operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the station was not communicating with the server and was running slowly. The customer attempted two reboots, after which the system began prompted for a password. The customer also confirmed that the station was currently powered on. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.